Event description:
Procedure: lap chole. According to the reporter: by preparation for surgery, the tip of the shaft was broken. The device was not used for patient. Another device was used to complete the case. Used other device.

Manufacturer narrative:
(B)(4).